Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage)"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2003, the patient had essure (ess205) inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), injury ("failure defect (incl other organ damage)") and psychological trauma ("unspecified psych injury"). The patient was treated with surgery (hysterectomy (abdominal) and salpingectomy (bilateral) (with ovaries conserved)). Essure (ess205) was removed. At the time of the report, the outcome of psychological trauma was unknown. The reporter considered abnormal uterine bleeding, injury, pelvic pain and psychological trauma to be related to essure (ess205) administration. The reporter commented: the reporter mentioned impact on patient's lifestyle. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage)"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2003, the patient had essure (ess205) inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), injury ("failure defect (incl other organ damage)") and mental disorder ("unspecified psych injury"). The patient was treated with surgery (hysterectomy (abdominal) and salpingectomy (bilateral) (with ovaries conserved)). Essure (ess205) treatment was not changed. At the time of the report, the outcome of mental disorder was unknown. The reporter considered abnormal uterine bleeding, injury, mental disorder and pelvic pain to be related to essure (ess205) administration. The reporter commented: the reporter mentioned impact on patient's lifestyle. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 30-jan-2023: the correct follow-up receipt date of this follow-up is 27-jan-2023 instead of 30-jan-2023. New adverse event reported:unspecified psych injury, surgery for essure removal and imdrf codes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.